Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that prior to placement, the balloon was checked by the nurse and found to be functional. After 24¿36 hours of use, a leak was observed, detected via ventilator alarms and audible breathing sounds from the patient¿s mouth. Several reinflation attempts were performed; however, the balloon continued to deflate spontaneously. Due to the recurrent balloon deflation, replacement with a larger-caliber probe was required, potentially exposing the patient to a risk of trauma. Patient consequences: no injury but need to re-intubate the patient, using a larger probe.

Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no damage or anomalies. Functional testing confirmed that the leak originated from the cuff. The complaint of leakage is substantiated by the cut observed. The probable cause of the cut remains undetermined.